Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the ampulla during an endoscopic retrograde cholangio-pancreatography (ercp) procedure performed on (B)(6) 2017. According to the complaint, during the procedure, the balloon was inflated well; however, the balloon hub could not lock onto the inflation device which caused the balloon to deflate slowly. It was also noted that the inflation media was not able to be completely removed from the balloon. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.